Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that prior to a diagnostic procedure, the pre-use inspection found that the subject device presented no video images. The procedure was completed utilizing a similar device. There no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review of the current product was conducted, and no problems were found. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that image could not be displayed and that there was a cable leak. Based on the results of the investigation, it is assumed that internal flooding from a cable leak caused a communication failure, which resulted in the images not being displayed. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that prior to a diagnostic, the pre-use inspection found that the camera head presented no video images. The procedure was completed utilizing a similar device. There no reports of patient harm.